Event description:
This report summarizes one malfunction. A review of the reported information indicates that model u4150410rx pta balloon dilatation catheter allegedly experienced failure to advance, material deformation. This report was received from one source. One patient was involved with no reported patient injury. The female patient age is (B)(6) years old and weight (B)(6) kgs.